Event description:
It was reported that display screen was cracked. Insulin pump would be replaced.

Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.